Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that while panning the table longitudinally, the table cradle moved unintentionally without command. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation of the provided log file showed that all cradle movements had been requested by means of activating the corresponding control module. The knob on the table control module (tcm) to move the table longitudinal as well as the cradle button on the operation table control module was activated within one second by the user. The table moved about 0.5cm longitudinally, 10cm transversally and tilted by -15°. After these movements were completed the table was tilted back to 0° via the tcm cradle function. The system reacted as specified when performing the requested movements. Within the log files there is no indication of a malfunction of the system. The unwanted movement reported by the user could have been stopped by releasing the dead man's grip (dmg): movements can only take place as long as the user activates the dmg. In addition, there are emergency stop buttons in place which could have been pressed by another staff member. The service engineer could not reproduce the reported error on the affected system. Nevertheless, the tcm was replaced proactively as a precaution. No system failure or malfunction could be identified.